Event description:
Information received by medtronic indicates that the patient had a phrenic nerve injury post cryoablation procedure. Post procedure fluoroscopy demonstrates partial right hemidiaphragm injury. Not symptomatic and patient discharged on (B)(6) 2013. Device 2 of 2, reference MFR report: 3002648230-2013-00202.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and showed that 2 catheters were used during the procedure. Model 2af284 was used for 11 injections (refer to reference MFR report: 3002648230-2013-00202). The 2af284 catheter (28 mm balloon) was then replaced by a 2af234 catheter (23 mm balloon). At least 12 injections were performed with the second catheter (2af234). There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.